Event description:
It was reported that the atrial lead had low impedance and triggered a lead warning. An insulation breach was suspected. The lead remains implanted, however, the device was reprogrammed to ventricular pacing only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.